Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 23 mmol/l at the time of incident. The customer treated high blood glucose with insulin pump. Customer stated that the insulin pump received insulin flow block alarm. No further patient complications were reported. The insulin pump will not be returned for analysis.